Event description:
After an uneventful plasma donation about 4:30pm the plasmapheresis donor arrived home at about a 11:00pm. Their family member heard pt fall and found pt on the floor with their arms flailing, then their right side stop ped moving. It was stated that pt developed aphasia and was unable to move their right arm or leg. Pt was taken to a hosp by ambulance. Pt's family member stated a CT scan showed pt had a cerebral vascular accident caused by a blood clot of unknow etiology.